Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip appliers did not clamp completely. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The customer stated that the task at the time the issue occurred was loading clips. The customer confirmed the instrument did not collide with another instrument or tool. The customer stated there were no signs of a loose/broken cable. The customer was using the weck hem-o-lok large purple clips. The customer stated the surgeon confirmed closure of the clip after ligation. The customer did not know if the vessel was greater than 13 mm. The customer stated the surgeon tried the instrument several times and then took it out when it failed and used a backup which also had difficulty holding the clip. The procedure was completed robotically. The instrument did not move non-intuitively. No images/video are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint instrument wasn¿t clamping. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed, likely cause by the loose grip cable from the cracked clamping pulley. Additional observations not reported by site include that the instrument was found to have a loose grip cable at the distal end. The distal idler pulley spun freely and was not damaged. The root cause of loose instrument grip cables is attributed to mishandling/misuse. The housing was removed for inspection and both pitch and grip clamping pulley were found to be broken, likely causing the loose grip cable and failing the clip test. The root cause is typically also attributed to mishandling/misuse. A review of the procedure log showed the large hem-o-lok clip appliers were last used on (B)(6) 2022 in a cholecystectomy procedure performed by on system (B)(4). Another large clip applier was used in the same procedure. No images or video were submitted for review. This complaint remains a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.